Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73c2200992 investigation did not show issues related to the complaint.

Event description:
It was reported that the packaging has holes in it. The sterility is compromised. Not used on patient.

Event description:
It was reported that the packaging has holes in it. The sterility is compromised. Not used on patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73c2200992 was manufactured on 03/28/2022 a total of (B)(4) pieces. Lot was released on 04/12/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. Cracking was also observed along the edges of the packaging. The sterile barrier of the returned sample is compromised. Packaging engineering was contacted as part of the investigation of this issue. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site as part of a nonconformance. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature.